Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
The devices associated with this report were not returned. Review of provided x-rays confirmed the failure. Review of the initial post op x-rays indicated that some comminution with a butterfly fragment which rendered this fracture configuration very unstable. The failure mode and comparisons with known clinical literature relative to expected performance has been fully reviewed in (B)(4). Three point bend testing of the (B)(4) screw shows that it can withstand a load in excess of 1300 n (292 lbf). Review of all complaints for (B)(4) screws show no prior complaints for lot dddb60. There is no indication of a manufacturing related defect at this time. The root cause is most likely due to non-union. The original construct may have been unstable followed by the application of some external force probably contributed to the failure. No corrective action indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.